Event description:
It was reported that there was chronic dislocation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 62mm tritanium cluster cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.